Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes of the reported issue are programming parameters, migration, interference from a non-curonix device, the patient being a poor candidate due to health, weight, age, or mental capacity, severe force applied to the implant, and off-label use. The patient is getting great coverage and pain relief in the area the device was implanted for and the new location of pain is unrelated to the device. The stimulator is used to treat pain. The cause of the burning pain is unrelated to the curonix device as the patient is getting great coverage and pain relief in the area the device was implanted for (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported a burning pain in the middle of their back whether the device is on or off. The patient is getting great coverage and pain relief in the area the device was implanted for. However, they are experiencing pain in a new area not being treated by the device. The patient was prescribed a cream to help with the sensation in their back and they are currently doing well.